Manufacturer narrative:
Additional information: device evaluation: lens was returned in micro-centrifuge vial, with moisture on the lens, clear surgical residue on product. Visual inspection found haptic torn, residue, black, and white growth with torn piiece missing. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on 22/aug/2018 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.